Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller alleges insulin deliver was inaccurate and patient experienced unexpected high blood glucose level; was admitted to hospital with a blood glucose level of 29 mmol/l. Treatment received was not provided. No product will be returned due to custom and legal issues in (B)(6); replacement was provided.